Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Technical services (ts) was consulted and explained that anti-tachycardia pacing (atp) was delivered and was able to convert the rhythm. No additional adverse patient effects were reported.